Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was feeling vibrating in their feet and they noticed that today ((B)(6) 2017) they noticed it in their back as well. The patient reported that it had been doing this for two to three months now. The stimulation event was not related to positional movement. It was reported that the patient could feel the vibrating in their back and feet while they were in a wheel chair. It was also reported that they haven't been able to turn stimulator on for five to six months now, due to them having trouble with recharging. It was reported that the patient had not charged their device in a while. They clarified indicating that they had not charge their device for five to six months and the last time they successfully charged their device was six months ago. The patient first discovered that their charging did not work was in (B)(6) 2017. It was also reported that stimulation was not reaching their feet any more. It was reported that the ins was working well, but then it stopped working sometime last year (2016). The patient was advised to follow-up with a healthcare provider to address the vibrating and possible overdischarge. It was reviewed that since the patient had not charged their device in months that the ins would need to be jumpstarted to be effective and working again. A list of healthcare provider contact information was provided for the patient as the caller reported that they didn't think their doctor was there anymore. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.